Manufacturer narrative:
(B)(4). Batch # m55k09. Additional information requested but unavailable: what provisions were made for proximal and distal control prior to firing? Was a transfusion required? In regard to the staples detected off of the tissue, please describe their form. Were any staples noticed in the vessel? Was any tissue movement observed when device was fired? What is the current patient status? The analysis results showed that one gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the sc60 was used to anastomose the artery with the ecr60w. There was no bleeding after the firing before the surgeon opened the jaws. The surgeon opened the jaws and found that the proximal staples formed as intended while the distal segment of the blood tube was not stapled but cut; few staples were detected off the tissue. There was bleeding of about 3000cc. Further information is to be confirmed.

Manufacturer narrative:
(B)(4). Additional information requested and received: what provisions were made for proximal and distal control prior to firing? Clips. Was a transfusion required? Yes; 3000ml. In regard to the staples detected off of the tissue, please describe their form. With legs straight. Were any staples noticed in the vessel? Yes. A few staples at the proximal segment. Was any tissue movement observed when device was fired? No. What is the current patient status? He is in good recovery condition.